Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) on (B)(6)-2024, it was reported that patient faced event of infusion set fell off during use. The infusion set has been used for about 2 days. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.